Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient initiated therapy before connecting to the setup. Initiating therapy before connecting is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿operating instructions-prepare for therapy¿ section provides step-by-step instructions for when and how to connect to the disposable set. Also, this section instructs to connect the transfer set to the patient line prior to starting the initial drain. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient was not connected upon initiating therapy and they connected after the alarm occurred. The technical service representative reviewed proper procedures per the user manual. The tsr had the patient cycle the power on the device to clear the alarm and advised them to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.